Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The blood glucose reading was unk. Troubleshooting was not performed at the time of the call, but found that the customer was not rotating the infusion sets properly. Advised the customer to use different parts of the abdomen for best results. Nothing further was reported.